Event description:
Pt's wife reports defective tubing which is causing leakage. Pt swapped out with another tubing set however, that was defective as well. Pt does not have any remaining tubing. Pt was unable to complete infusion. Pt was only able to infuse 18ml out of 85ml of hizentra. Md unaware. No further information, details or dates provided. Unknown if defective device is available for return. Patient: 4582. Device: 1354, 2339, 2588. Reference report: mw5184300.